Manufacturer narrative:
(B)(4). Medwatch# mw5068401. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The complaint was received via medwatch (mw5068401). The complaint is reported as: the light pipe was breaking off the blade during normal use. It was also reported that a broken piece was recovered from the patient's mouth during intubation. Intervention: the piece was retrieved without issue.

Manufacturer narrative:
(B)(4). The complaint was received via medwatch (mw5068401). The medwatch references two separate issues: breakage and light flickering. This MDR references the breakage issue. The user facility was not listed on the medwatch report, thus, additional information regarding the event could not be obtained. The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint was received via medwatch (mw5068401). The complaint is reported as: the light pipe was breaking off the blade during normal use. It was also reported that a broken piece was recovered from the patient's mouth during intubation. Intervention: the piece was retrieved without issue.